Event description:
A tandem mobi cartridge alarm was reported by the customer, and there was no adverse impact to the customer's blood glucose level. The issue, identified as cartridge alarm 30, did not occur during the load process, yet the customer had previously reported similar alarms. Technical support confirmed the need to replace the pump and arranged for the shipment of a replacement with updated software. The caller, who will continue to use their current pump until the replacement arrives, received instructions on putting the current pump into storage mode and returning it to tandem using a pre-paid label within ten days. The caller acknowledged all instructions provided.